Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over the phone to address the reported event. During troubleshooting, the customer located and installed a replacement prefilter tubing connector. The pressure returned to normal without any leaking. The instrument was working as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints prior to the aware date of 3/1/2018 was performed for the g8 serial number (b)(64 from 01-feb-2017 through 01-mar-2018. The review found there were no other similar reported issues for this product the g8 operator's manual under chapter 3, assay operations, states the following: other items to check- check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the reported issue was a broken tubing connector.

Event description:
A customer reported that the top of the filter broke off while trying to connect it on the g8 instrument. The customer reported that the system was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.